Event description:
The information received indicated that when the physician advanced the balloon into the patient, the balloon could not cross through the lesion. The physician used a little force, which led to shaft separation. The separation segment is close to the balloon hub. Then he withdrew the balloon from the patient and found the balloon body was kinked in the area of separation. The physician changed to use a boston's balloon to complete the procedure. There was no excessive torquing required. There was no impact or patient injury. The target lesion was the left anterior descending (lad) artery. The lesion had 90% stenosis and moderate calcification. There were no anomalies noted prior to use. The device was inserted through a stopcock. The separated segment was not inside the patient, so the physician just withdrew the balloon from the guiding catheter and changed it for another one used to complete the procedure.

Manufacturer narrative:
The complaint received states that during use the (B)(4) fire star balloon failed to cross the target lesion, kinked and separated. The information received indicated that when the physician advanced the balloon into the patient, the balloon could not cross through the lesion. The physician used a little force, which led to shaft fracture and separation. The separation was close to the balloon hub. When the balloon was withdrawn from the patient it was noted that the balloon body was kinked in the area of separation. The physician changed to a boston balloon to complete the procedure. There was no excessive torquing required. The target lesion was the left anterior descending (lad) artery. The lesion had 90% stenosis and moderate calcification. There were no anomalies noted prior to use. The device was inserted through a stopcock. The separated segment was not inside the patient, so the physician withdrew the balloon from the guiding catheter and changed to use another one to complete the procedure. There was no impact or patient injury. One non sterile (B)(4) fire star, 2.50 x 20 was received coiled inside a plastic bag. The separated section seems to be bent prior the separation. The separation was at 43.3 cm from the proximal end. The balloon was not inflated. Kinks in the shaft were observed at 41.5 cm, 44.3 cm, 57 cm, and 83.8 cm. Blood residues were observed. During the microscopic analysis it was found that the separated section seems to be bent prior the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the customer was confirmed, the cause of the reported failures could not be conclusively determined. It is likely that procedural factors could contribute with the reported issue; controls are in place to prevent this type of damages. Therefore, no corrective or preventive actions will be taken. The complaints of kinked and separated were confirmed, the complaint of failure to cross could not be evaluated. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported events of kinked and separated; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed failures. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.